Manufacturer narrative:
(B)(4). Date of initial report: 08/26/2015. Date of follow-up report #1: 09/17/2015. Date of follow-up report #2: 10/27/2015. Revised information: new information, including customer medsun number (B)(4).

Event description:
The customer provided a medsun report (uf# (B)(4)) which stated: follow up with the dr regarding location of electrosurgical pencil (bovie handle with tip) revealed that when it was not in use, the electrosurgical pencil was placed on the (B)(4) stand. Only when the dr was using the electrosurgical pencil was there contact with the patient's lip. The contact was for retraction of the lip for clear visualization of the surgical area. Per the dr there were full thickness burns to the oral commissure involving the cutaneous skin mucosa and some of the underlying muscularis. The wounds are clean and there are not signs of infection. Wounds measure approximately 8mm x 8mm when mouth is open. When her mouth is closed they (wounds) are very difficult to see. Patient should continue with the current therapy of keeping the wounds clean and moist. They will heal. Will see patient back in 2 weeks. Stretching exercises might need to be initiated or nightime splints to manage scar contracture once the wounds begin to contract and tighten. Patient self-management (psm) is being worked on.

Manufacturer narrative:
(B)(4). Date of initial report: 08/26/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient was burned on the corners of her mouth. The covidien pencil was being used with a magadyne tip that was not fully seated, and a conmed esu. The burn has not been classified but it appears to be 3rd degree on one side and 2nd degree on the other. The burns were treated with vaseline and antibiotic ointment with a follow-up to a plastic surgeon.

Manufacturer narrative:
(B)(4). Date of initial report: 08/26/2015. Date of follow-up report: 09/17/2015. Visual inspection of the incident e2516 pencil found the electrode was not fully seated into the nose of the pencil. The metal post of the electrode was exposed. The instructions for use state ensure the electrode is securely seated in the pencil. An improperly installed electrode may result in injury to the patient or surgical team from arcing at the electrode/pencil connection. The electrode was fully inserted in the pencil and testing found the device to function properly and within specifications. The concomitant e2505-10fr suction coagulator was also tested and found to function properly.